Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 04/19/2017. Retain product was tested and functioning according to specification. Return product was not available for investigation.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat crea cartridges that yielded a suspected discrepant result of 2.3 on a (B)(6) female patient. There was no additional patient information at the time of this report. The customer states that return product is not available for investigation. Date: (B)(6) 2017, sample: a, collected: 11:40, tested: 11:53, result: 2.3; (B)(6) 2017, a, 11:40, 12:21, 0.7. There are no injuries associated with this event. The investigation is underway.